Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having nasal/throat irritation or soreness, not able to speak upon waking up while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having nasal/throat irritation or soreness, not able to speak upon waking up while using this device. The reported event of woke up one day and couldn't speak after the use of the device and its reported severity was reviewed by the manufacture's clinical expert. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. There is insufficient information related to: device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.